Manufacturer narrative:
The patient's date of birth and age were not provided. The patient¿s sex was not provided. The patient¿s weight was not provided. The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Approximate age of device: the serial number of the device was requested but was not provided, therefore the age of the device is unknown. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was being monitored for elevated lactate dehydrogenase (ldh) of 1000 u/l. The patient¿s log file was submitted for review. The analysis of the submitted log file showed appropriate device operation. Additional information received on 13dec2017 reported that the patient is home on hospice due to ldh treatment being unsuccessful and the patient is not a vad replacement candidate. No further testing was performed and no additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported lactate dehydrogenase (ldh) elevation could not be conclusively determined through this evaluation. Review of the submitted system controller log file showed normal device operation above the low speed limit with no atypical events captured. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.